Event description:
The mars treatment was setup without issue or difficulty. Upon initiation of the therapy, it was noticed the albumin turned a pink tinge and it was recognized as a blood leak into the albumin circuit. Therapy was immediately stopped, and the mars blood leak alarm sounded. Blood was not returned as it was mixed with albumin dialysate solution. There did not appear to be an issue with either machine as the leak occurred within the filter system. The kit was removed, capped, and kept for examination by gambro. The patient needed to have a blood transfusion because of the inadequate blood return. Manufacturer response for mars therapy kit, (brand not provided) (per site reporter) currently no response from manufacturer.